Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Reporter¿s complete mailing address was not provided. Concomitant medical devices and therapy dates: saw adapter device and air hose device. UDI: (B)(4).

Event description:
It was reported that during an osteotomy surgical procedure to extract the graft, it was observed that the compact air drive device, while making the cut in the bone with the saw adapter, stopped working. It was reported a spare device was available to complete the procedure. It was not reported whether there were any delays in the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would not run, had component damage and failed pre-test for check the power with the test bench, function of the device and general condition. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear.